Event description:
During access for the placement of two evoke percutaneous leads (60cm) during the trial procedure, the stylet/trocar was inside the epidural needle when bending occurred at the end of the lamina about to enter the interlaminar space. The angle of insertion was noted as standard. The devices exchanged and the physician was able to place one lead with successful therapy. Damaged